Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that that this patient's physician observed some odd behavior and episode review was requested from this implantable device. This patient has a boston scientific implantable pulse generator with competitive leads. The device was tested in unipolar and bipolar modes at maximum device outputs. Capture was observed in bipolar configuration but was not observed in unipolar configuration on the right ventricular (rv) channel. The clinical observations were noted while this device was still in the device pocket. The device was removed from the pocket and when the replacement device was placed in the pocket, the same behavior was observed. A boston scientific technical services consultant identified stored data that showed right ventricular automatic capture (rvac) had been programmed on up until the patient's last follow up visit and was measurements were stable at 1.2v. However, during the in-office check, rv threshold was 7.5v and no output changes had been made. It remained programmed at 2.5 v @ 0.4 ms and no rv pacing was noted. The rv was also programmed to pace bipolar but sense unipolar and now there were noise events being stored. A boston scientific sales representative went to the clinic the following week for further investigation. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient's physician observed some odd behavior and episode review was requested from this implantable device. This patient has a boston scientific implantable pulse generator with competitive leads. The device was tested in unipolar and bipolar modes at maximum device outputs. Capture was observed in bipolar configuration but was not observed in unipolar configuration on the right ventricular (rv) channel. The clinical observations were noted while this device was still in the device pocket. The device was removed from the pocket and when the replacement device was placed in the pocket, the same behavior was observed. A boston scientific technical services consultant identified stored data that showed right ventricular automatic capture (rvac) had been programmed on up until the patient's last follow up visit and was measurements were stable at 1.2v. However, during the in-office check, rv threshold was 7.5 v and no output changes had been made. It remained programmed at 2.5 v @ 0.4 ms and no rv pacing was noted. The rv was also programmed to pace bipolar but sense unipolar and now there were noise events being stored. A boston scientific sales representative went to the clinic the following week for further investigation. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to provide the correct explant date. This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Functional testing was undertaken, and the device did not perform as expected. The device case was removed to facilitate inspection and testing of the internal components. High powered visual inspection found that the battery insulation liner did not completely insulate the battery, resulting in the battery case making contact with the device case. This resulted in the reported clinical observations.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Functional testing was undertaken, and the device did not perform as expected. The device case was removed to facilitate inspection and testing of the internal components. High powered visual inspection found that the battery insulation liner did not completely insulate the battery, resulting in the battery case making contact with the device case. This resulted in the reported clinical observations.

Event description:
It was reported that this patient's physician observed some odd behavior and episode review was requested from this implantable device. This patient has a boston scientific implantable pulse generator with competitive leads. The device was tested in unipolar and bipolar modes at maximum device outputs. Capture was observed in bipolar configuration but was not observed in unipolar configuration on the right ventricular (rv) channel. The clinical observations were noted while this device was still in the device pocket. The device was removed from the pocket and when the replacement device was placed in the pocket, the same behavior was observed. A boston scientific technical services consultant identified stored data that showed right ventricular automatic capture (rvac) had been programmed on up until the patient's last follow up visit and was measurements were stable at 1.2v. However, during the in-office check, rv threshold was 7.5 v and no output changes had been made. It remained programmed at 2.5 v at 0.4 ms and no rv pacing was noted. The rv was also programmed to pace bipolar but sense unipolar and now there were noise events being stored. A boston scientific sales representative went to the clinic the following week for further investigation. The device was explanted and replaced. No additional adverse patient effects were reported.